Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician reported that a blood leak occurred during a hemodialysis (hd) treatment. In a follow up with a registered nurse, the nurse stated that the blood leak occurred within the first five minutes of the patient¿s hemodialysis (hd) treatment. The nurse confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed within the hansen connection. The nurse also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The nurse confirmed that the leak was internal and stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 250 ml. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on the machine and treatment completed successfully with new supplies. Additional information was requested but not received.

Event description:
A biomed technician reported that a blood leak occurred during a hemodialysis (hd) treatment. In a follow up with a registered nurse, the nurse stated that the blood leak occurred within the first five minutes of the patient¿s hemodialysis (hd) treatment. The nurse confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed within the hansen connection. The nurse also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The nurse confirmed that the leak was internal and stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 250 ml. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on the machine and treatment completed successfully with new supplies. Additional information was requested but not received.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.